Manufacturer narrative:
Customer returned (1) loose 1cc syringe filled with approximately 62 units of a cloudy liquid inside the barrel. Customer states that the needle separated from the hub and got stuck inside the vial. The returned syringe was examined under the microscope and exhibited a detached cannula and adhesive runoff onto the hub. Little adhesive was observed inside the hub. Sample will be forwarded to manufacturing (B)(4) on 08dec2017 for further review. Bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. (B)(4) was initiated by the holdrege plant to address adhesive runover and their associated root cause(s).

Manufacturer narrative:
On (B)(6) 2017, holdrege received one (1) 1ml syringe with approximately 60u+ of an unknown yellowish liquid. The sample was noted to have been received without a cannula. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, the sample was visualized under ultraviolet light and noted insufficient adhesive down the barrel tip where a cannula would be affixed during the curing process. Adhesive was noted along the exterior side of the barrel tip, indicative of a misalighment of the adhesive nozzle during manufacturing. This is most likely the root cause for the defect type noted within this customer complaint. (B)(4) was initiated by the holdrege plant to address adhesive runover and it's associated root cause(s). Batch# 7044957 was produced prior to implementation of the corrective/preventive actions associated with this CAPA. Conclusion: bd was able to confirm or duplicate the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle separated from the hub on a bd insulin syringe with the bd ultra-fine¿ needle 0.5 ml 31gx5/16 (8 mm) when drawing medication from the vial. No injury or medical intervention.